Event description:
A nurse was administering a sc (subcutaneous) injection of eventity to a patient and sustained a needlestick as these prefilled syringes do not come with a safety needle. Upon outreach to evenity's manufacturer, amgen, they reported that they do not have a safety needle option and they were not able to recommend switching out the needle to a safety needle. This medication specifically directs a nurse to provide the injection and puts the nurse at risk by not having a safety needle. Manufacturer response for syringe, (brand not provided) (per site reporter). They do not have a safety needle option and cannot recommend changing the needle.